Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the introducer needle detached from the applicator. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event of a detached introducer needle from the applicator could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor pod was returned for evaluation. Based on visual inspection, testing concluded that we are unable to perform an investigation on the cause of failure due to applicator not being returned. The reported event of a detached needle could not be confirmed. A root cause could not be determined.